Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387040101, serial# (B)(4), implanted: (B)(6) 2002, product type: lead.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the lead was damaged intraoperatively while using a plasma blade on (B)(6) 2017. The insulation of the lead was damaged during the procedure. Approximately 10 mm of the insulation was completely gone. The hcp felt it was their technique when dissecting around the lead that led to the damage, but they were not certain. The hcp used the boot that comes with the lead to do their best to repair the lead insulation so the lead remained implanted. Surgical intervention included the time to repair the lead insulation as best as possible. Impedance testing was okay and post-operative CT imaging was good. There were no issues with the patient's therapy at this time and the issue was resolved. The patient was alive with no injury. Refer to manufacturer report #3007566237-2017-04174.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.